Event description:
It was reported that the system was experiencing degraded image quality. The patient reportedly suffered a minor dissection of the left main coronary artery during a coronary angiogram. The pt was kept in hospital and monitored for 24 hours. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.